Event description:
The customer's mother reported via phone that the patient had a failed battery test on the insulin pump. Customer's blood glucose was 130 mg/dl. The customer stated that she changes battery and the device shuts down. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. No failed battery test alarms noted. However, the insulin pump has corroded battery tube and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.